Event description:
It was reported to nova biomedical that a consumer's blood glucose meter gave a reading of 116 mg/dl and the consumer made a determination to administer insulin based on that reading. The consumer subsequently fainted and her spouse tested and received a reading of 106 mg/dl. He administered orange juice to the consumer and called the paramedics. On their device, a reading of 64 mg/dl was obtained. The meter will be returned to nova biomedical for evaluation.

Manufacturer narrative:
Nova biomedical is awaiting the return of the device for evaluation. If any significant findings are a result of that evaluation a follow-up report will be filed.